Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the vibrant soundbridge was explanted on (B)(6) 2011 and that the pt was reimplanted with a cochlea implant. The reason was insufficient benefit. The implant itself did not show any failure.